Manufacturer narrative:
Initial reporter name and telephone number are unknown. A siemens employee reported the event to siemens. Siemens has completed the investigation of the reported event. The root cause is the complained di supply hose slipped from it's fitting resulting in the di water leak. The siemens customer service engineer replaced the di hose, and the problem was resolved. Further investigation is not warranted at this time.

Event description:
It was reported to siemens that the deionized (di) water supply water hose at supply pump stand became loose and approximately 10-15 liters of water leaked from the structure area and onto the floor. The floor became wet and this created a potential slipping hazard. Although no patient or user injury occurred during this event, if this event were to reoccur, there is the potential for a person to slip and fall due to wet floor. Such a fall could potentially lead to moderate injury requiring medical intervention. This report has been submitted with an abundance of caution. The reported event occurred in croatia.

Manufacturer narrative:
G3: date received by the manufacturer was 02/01/2021.